Event description:
It was reported that there was an issue with the pump displaying an incorrect time, which was more than five minutes off. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller in updating the pump time and advised monitoring the time discrepancy, with follow-up if the issue recurred. The caller understood and acknowledged the guidance provided.